Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack at the y junction. Blood leakage occurred. The catheter was implanted in the right jugular semi-permanent catheterization. The catheter was pulled and replaced.

Manufacturer narrative:
As investigation is currently underway. Upon completion, the results will be forwarded.